Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after the implantation the patient subsequently began experiencing discomfort in the area of his left hip device. It is alleged that imaging was done which showed an extensive mass in the thigh extending all the way up to the socket itself. The mass was biopsied preoperatively and showed metallosis related pseudotumor. The patient was revised on or about (B)(6) 2015 and allegedly during the revision surgery, metallosis-appearing material around the hip was removed.